Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter there was a crack in the device's inner and outer cannula. The reporter stated the patient status was asked but unknown.